Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 69-90mg/dl fasting. Verified the strips expire 5/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained e5 and lo. Reviewed meter memory: 1:lo (B)(6) 2016 02:31:00 pm fasting:yes, 2:lo (B)(6) 2016 02:20:00 pm fasting:yes, 3:lo (B)(6) 2016 11:10:00 am fasting:yes, 4:94mg/dl (B)(6) 2016 05:44:00 pm fasting:yes, 5:79mg/dl (B)(6) 2016 02:49:00 pm fasting:yes, memory concerns: "lo" on (B)(6) 2016. Customer is receiving a reading of "lo" and tested on a relion meter and received a result of 107mg/dl.